Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient saw their health care professional (hcp) on the day of the call ((B)(6) 2017) and that the lead incision between the patient¿s shoulder blades was infected. The patient was redirected to their hcp regarding the lead infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the healthcare provider (hcp) provided antibiotics for the possible lead infection, but didn¿t know if any cultures had been taken. According to the rep. The hcp didn¿t seem overly concerned but prescribed the antibiotics as a precaution. The rep. Later talked to the hcp¿s physician assistant who noted the infection had been under control with no other issues noted.